Event description:
A nurse technician reported a system message was received and the system locked after the pt had received peribulbar anesthesia. The procedure was canceled. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).